Manufacturer narrative:
Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis. Right knee effusion (joint effusion). Total knee replacement (knee arthroplasty). Case description: spontaneous report was received on march 29, 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous three therapies with synvisc (it was reported that the age of the patient at the time of first injection of first course was (B)(6) years). On (B)(6) 2004, the patient initiated treatment with the fourth course of intra-articular synvisc injection (hylan gf-20), dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On (B)(6) 2004, the patient developed synovitis in right knee. On (B)(6) 2004, the patient received the second injection of the fourth course. On (B)(6) 2004, the patient experienced the second episode of synovitis of right knee. On unspecified dates in 2004, 80 cc (yellow fluid) and 120 cc (turbid yellow fluid) fluid was aspirated from the right knee (right knee effusion). The patient received betamethasone (intra-articularly and intramuscularly) and xylocaine (lidocaine) as treatment for synovitis of right knee and right knee effusion. On (B)(6) 2004, the patient recovered from the event of synovitis of right knee. On (B)(6) 2004, the patient received the third injection of the fourth course. On (B)(6) 2004, the patient underwent total knee replacement. Synvisc dose was unchanged. The outcome for the events of total knee replacement and right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was assessed as moderate and intensity for the event of right knee effusion was assessed as severe. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite and did not provide the relationship between synvisc and right knee effusion. The relationship between synvisc and the event of total knee replacement was assessed as unrelated by the reporter. Follow-up information was received on april 10, 2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on april 15, 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.